Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed, indicating a compromised force sensor system. The blood glucose reading was 265 mg/dl. The customer stated that she was attempting to rewind the insulin pump and refill the reservoir when she received the alarm. She stated that she had recently given a correction bolus just prior to receiving the error. She was unable to exit the "preparing to prime" loop and was stuck in the rewind complete/bolus delivery loop. She was advised that the possible cause of the alarm was that, during seating, the force sensor did not detect the reservoir. She was advised to replace the insulin pump, but she advised that she already had a new insulin pump. Nothing further reported.